Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the report that the event occurred in (B)(6) 2019. FDA registration #: (B)(4). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a bronchoscopy with endobronchial ultrasound (ebus) procedure performed in (B)(6) 2019. According to the complainant, during the procedure, the biopsy forceps was used to obtain three specimens successfully. However, while taking the fourth specimen, the jaws sprung open and would no longer close. There was no visible damage noted to the forceps. The fourth specimen was still able to be removed, and the procedure was completed at this time. There were no patient complications as a result of this event.